Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, false af episodes due to undersensing were observed. Review of the transmission showed single signal drop outs. Patient was called in clinic for further interrogation. R-wave sensing was fine. No programming changes were made. Patient will be monitored.